Event description:
A nurse was treating the pt's upper part of the eyebrows for hair removal and instead of aiming in the upside position, she fired the laser in the direction of the eye. The pt was not protected with eye shields. There was an injury to the iris of the eye, which resulted in retraction. The pt was sent to an ophthalmologist and treated with steroids to reverse the injury, but there was no change. There is no visual defect, and no change in the visibility of the pt, according to the doctor. The iris has a malformation which is permanent.